Manufacturer narrative:
The technician support instructed the account to inspect the drive for any worn or broken parts, and then try cleaning the drive. The account replaced the hi/low drive to repair the bed.

Event description:
The account alleged the hi/low function was slowly drifting down.